Event description:
On (B)(6) 2026, the patient activated and began wearing a pod on the arm. Within 4 to 24 hours of wear, the patient reported blood glucose levels up to 900 mg/dl despite administering insulin. On the morning of (B)(6) 2026, the patient sought medical attention due to dizziness, slurred speech, balance difficulties, and excessive sleepiness and was hospitalized. The patient alleged the medical attention was related to the pod. The reported diagnosis was high blood glucose levels, and treatment included fluids (4 bags) and insulin infusion. The patient was hospitalized for approximately three days and discharged on (B)(6) 2026. At the hospital, the pod was removed and discarded. According to the patient, the healthcare provider observed that the pod cannula was bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.